Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital and the left ventricular lead exhibited a loss of capture; a lead dislodgement was suspected. The device was reprogrammed. No additional information was available at this time.